Event description:
New information states the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No additional information or report of intervention was available. No patient symptoms were reported.